Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Procedural /cine image review: the images capture a lesion site in the left main cx lesion as reported by the account. Pre-dilation is evident from the images. The images capture what possibly could be the attempted delivery of the resolute ony x 2.75 x 18 mm stent, however there are no images capturing the attempted inflation of this device. The inflation difficulties of the resolute onyx cannot be confirmed by the images. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a moderately calcified and severely tortuous mid cx lesion exhibiting 75% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was used during delivery. Inflation difficulties were reported during balloon inflation at 18 atm during the first attempt to introduce the stent. The balloon failed to inflate completely. The device did not expand fully based on the inflation pressure applied. The inflation device was changed when the inflation difficulties were noted. The stent was changed for a 2.75 x 15 mm non-medtronic stent to complete the procedure. Patient reported as alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.